Manufacturer narrative:
Age at time of event: patient was over the age of 18 years.

Event description:
It was reported that there was a loss of aspiration. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure within an occluded bypass graft in the superficial femoral artery (sfa). During the procedure, after a couple passes were made, it was observed that the aspiration line was not moving much. The device was rexed back into healthy tissue, moved forward in blades down mode and then rexed back again and the device did not clear. The catheter was removed from that patient and re-primed to clear the catheter. The catheter was reinserted into the vessel and treatment continued. However, the aspiration line was not running as it should have been and there was an audible sucking sound. A new device was selected to continue treatment. Upon review of the non-bsc filter, there was a significant amount of debris in it. The procedure was completed via angioplasty and the patient had a good outcome.

Event description:
It was reported that there was a loss of aspiration. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure within an occluded bypass graft in the superficial femoral artery (sfa). During the procedure, after a couple passes were made, it was observed that the aspiration line was not moving much. The device was rexed back into healthy tissue, moved forward in blades down mode and then rexed back again and the device did not clear. The catheter was removed from that patient and re-primed to clear the catheter. The catheter was reinserted into the vessel and treatment continued. However, the aspiration line was not running as it should have been and there was an audible sucking sound. A new device was selected to continue treatment. Upon review of the non-bsc filter, there was a significant amount of debris in it. The procedure was completed via angioplasty and the patient had a good outcome.

Manufacturer narrative:
A2: age at time of event: patient was over the age of 18 years. Device evaluated by MFR: the device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. Functional analysis was done by completing the setup procedure . Aspiration testing of the device was done per the test procedure. Test results showed that this device did perform as designed per the test procedure specification sheet, withdrawing 37ml of fluid in the 1minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities.